Manufacturer narrative:
The reported event of "battery not full" was confirmed. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device was tested on the bench and no anomalies were found. The cause of the reported event was the amount of time the device was out of shipped settings prior to implant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardiac monitor had low battery out of the box prior to an implant procedure. The device was replaced. There was no patient involvement.